Manufacturer narrative:
The device was unavailable for inspection. The pump was discarded.

Event description:
It was reported that a pt had an interscalene placement of a pain pump for a total shoulder procedure. The pump flow rate was supposed to be set at 5 ml/hour, but due to the pump screen being faded, the pump was set at flow rate of 15 ml/hour and was infused for 12 hours. The pt exhibited respiratory issues and was sent to the ICU for observation. No add'l info was available from the hospital. There are no allegations the product failed to perform as designed.